Event description:
Four months after implant, the deep brain stimulator could not be detected by the programmer. The device was explanted. The pt was eating very little. No device troubleshooting info was reported. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.